Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the hand activations contacts bent, but the blade tip was intact and not broken off as reported by the customer. The device was connected to a test hand piece with difficulty. During mechanical testing the rotation knob did not rotate freely. The device was tested with a test hand piece and generator and the device did activate using max and min buttons. The device was disassembled but no anomalies that could affect the functionality of the hand activation buttons were found. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display communication or activation issues and error code screens. To avoid damaging the contacts, it is recommended to assemble the device vertically. If the hand piece is inadvertently tilted during assembly with instrument, the hand activation contacts can be damaged.

Event description:
It was reported that during a lap low anterior resection, the device was activated intermittently with the hand switch. And then, the distal end of blade was broken off outside the patient when a scrub nurse cleaned the device. Another device was used to complete the case. There were no adverse consequences to the patient.